Manufacturer narrative:
Device codes: 1262 labeled. Internal file number - (B)(4). Correction: device code 4008 removed. Evaluation summary: the device was investigated and returned device analysis indicated that the reported frayed clip cover was confirmed during testing due to the observed frayed clip cover. A review of the lot history record identified no non-conformance that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported for frayed clip cover from this lot. All available information was investigated and the reported frayed clip cover appears to be related to a potential product quality issue. This issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed due to a torn clip cover. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4+. The clip delivery system (cds0601-xtr 90214u152) advanced to the mitral valve and was steering down without any issue when an object was noted on the clip. The object was initially thought to be thrombus. Heparin was provided and the device was removed without issues. Once outside the anatomy, it was discovered that there was no thrombus, however, the object observed was a piece of polyester fiber from the clip. The fiber was still attached to the clip and was sticking up. Another xtr device was successfully used in replacement, reducing the mr to grade 1+. Due to the first device issue, there was about a 15-minute delay, however, there were no clinical symptoms due to this delay. There were no adverse patient effects.